Event description:
The customer reported the system displayed cine drives not available error messages. A loss of subtraction, road-mapping, or other critical vascular cine functions could result in undue pt delay, damaged vasculature, or termination/rescheduling of an interventional procedure. There is no report of death or injury.

Manufacturer narrative:
A ge service rep evaluated the system and replaced the cine controller board, the cine drive, the hard drive and hard drive cable, and loaded current software. The system operates as intended.